Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that, ¿surgeon using the harmonic hd 1000i shears noticed that the plastic tip inside the metal tip fractured and separated. At the time, the shears were being used inside the body. The surgeon could not be certain that the small piece was not retained. The plastic insert is not x-ray detectable.¿ no additional information was provided. There were no patient consequences reported.